Event description:
Unomedical reference number (B)(6). Event occurred in the united states. Patient reported that there was blockage located at the site. Issue occured in one set. No further information was available.